Event description:
It was reported that the device received error code 232.6040. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04/02/2012 to the present date 01/05/2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
G4 updated to reflect investigation, results still pending.

Event description:
It was reported that the device received error code 232.6040. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received error code 232.6040. There was no patient involvement.